Event description:
The patient presented in 2001 with a battery voltage of 2. 75v 18 months post-implant. The cap maintenance was scheduled to 1-month interval and the patient was monitored monthly. During evaluation on 11/2001, interrogation was difficult. Once communication was established, eri was observed along with noise on the real-time egm. The faxed diagnostics revealed several noise reversions since 11/2001. The decision was made to explant the device.